Manufacturer narrative:
The subject device of this report was returned to olympus for eval. The eval confirmed the user's report. The forceps elevator raiser was not functioning appropriately due to a broken elevator cable. There was restriction noted in the instrument channel at the channel mount unit area. Additionally, suction appeared reduced. All angulation wires were noted to be stretched. The device will be serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the elevator of the subject device reportedly did not elevate and the intended procedure was said to have been aborted. There was no pt harm reported.